Event description:
Same patient as 6000089-2007-01369. It was reported that during a percutaneous coronary interventional (pci) procedure, a vessel dissection occurred. The 90% stenosed lesion was located in the calcified and tortuous proximal right coronary artery (rca). The quantum maverick 20mm x 3.0 mm balloon was being used for pre-dilation of the lesion. Upon the initial inflation of the balloon to 15 atms for 30 seconds, a vessel dissection occurred at the lesion. A taxus 28mm x 3.0mm stent, inflated to 18atms for 30 seconds on the first inflation, was successfully placed to seal the dissection. The procedure was completed with a different device. The patient's status is reported as "recovering".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.